Manufacturer narrative:
Citation: rumpf pm et al. Successful repeat transcatheter mitral valve replacement after late prosthesis failure. Jacc cardiovasc interv. 2020 jun 22;13(12):e109-e110. Doi: 10.1016/j.jcin.2020.03.013. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a female patient with a history of oral anticoagulation therapy, previous mitral valve reconstruction, and coronary artery bypass grafting with aortic and mitral valve replacement with 29 mm medtronic mosaic surgical valves (serial numbers not provided). Ten years later, a 26 mm non-medtronic transcatheter valve was implanted valve-in-valve in the mosaic mitral valve for an unspecified reason. No additional adverse patient effects or product performance issues were reported.